Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l5-s1 fusion where rhbmp-2 was placed inside and outside of an interbody spacer. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2006: patient presented with the pre-op diagnosis: l5- s1 disk degeneration and underwent anterior lumbar interbody fusion using rhbmp-2/ acs. Per op-notes:¿¿ the retroperitoneal space was exposed in the l5-s1 interspace. Once the proper space was identified, deep retractors were placed and the anterior discectomy was completed under direct and fluoroscopic guidance. The interspace was then sized and it was felt that a size 17 spacer would be appropriate and this was then thawed and prepared. It was then filled with rhbmp-2/ acs and impacted into the place under the direct visual and fluoroscopic guidance. A good fit was obtained, and then a plate was used to stabilize the entire construct. Supplemental rhbmp-2 was placed around the spacer and in between the plate and the spacer itself. The deep retractors were then removed and the incision was closed. The patient tolerated the procedure well.. ¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.